Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast implant migration, right breast implant deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent breast augmentation procedures (primary for right device, revision for left device) with saline mentor smooth round spectrum 375cc breast implants and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. Additionally, a loose capsule was observed on the left breast along with lateral dissent of the implant and capsule extending into the axilla. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 475cc saline breast implants on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.